Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had vertical lines flashing across the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. During troubleshooting with olympus technical assistance center (tac), the customer was instructed to power off video system center and light source and remove the scope. The customer was then instructed to clean the contact points with an alcohol prep pad, wait for the scope to dry, then reconnect the scope and power everything back on. Tac then advised the customer that if this did not resolve the issue, to swap out the components one at a time to narrow down the issue. The customer was also advised to check the cables. The customer reported that the tower was working without an errors or lines after cleaning the gold contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.